Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, ¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes."

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 120 mg/dl, and the meter bg reading was 65 mg/dl. No additional patient or event information was available. Reportedly, the customer did not enter in bg values for calibrations within 5 minutes of testing. A replacement sensor was sent to the customer.